Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer also reported to have received a motor position encoder error. Customer also reported to have experienced a high blood glucose of 400 mg/dl and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.